Event description:
This rv lead was implanted on (B)(6) 2017 and remains implanted at this time. A procedure form noted that there was a attempt removal of this lead but it was aborted. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).